Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) arm 2 was floating while docked to the trocar. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was resolved by docking and locking the system, allowing arm function to proceed normally. The surgeon did not disable or discontinue the use of arm 2, and the procedure was continued with all four arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system logs and a mechanical check was performed. No errors or performance issues were found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.